Event description:
A caller reported experiencing a temperature alarm 10 with their pump. There was no reported impact to the customer¿s blood glucose level as the caller declined to provide details regarding their blood glucose measurement. Technical support decided to issue a return merchandise authorization (RMA) for the pump and provided instructions for returning it. Meanwhile, the customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery. The caller was guided on putting the pump into storage mode before returning it and acknowledged understanding all instructions.